Event description:
Adverse event(s): "no patient impact" (no consequences or impact to pt). Product problem(s): "error message 8103" (device displays error message). A nurse reports system message 8103. The laser was rebooted and the same problem was rec'd. The customer brought in a backup laser to complete the case. There was a 10 minute delay and not pt injury.

Manufacturer narrative:
Although a sample has been returned, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).